Manufacturer narrative:
As received, a complete lead was returned in two pieces. The reported event of lead damage was confirmed. Visual inspection found damage to the lead insulation consistent with procedural damage. The cause of lead damage is consistent with procedural damage. The reported events of failure to capture, high pacing impedance and r-wave amp variation were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. The lead impedance could not be tested due to the condition of the lead, as received. Visual and x-ray examination of the lead did not find any anomalies except for procedural damage.

Event description:
During an in-clinic follow-up, failure to capture, increased pacing impedance, and decreased sensing were observed on the right ventricular (rv) lead. The cause of the event is due to lead damage which was confirmed visually. The lead was explanted and replaced to resolve the event. The patient was stable.